Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address post-operative non-union following a distal femur fracture and pain. Attempts have been made; however, no additional information is available.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address unknown complications post-operatively. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown femoral component catalog #: ni lot #: ni, unknown tibial tray catalog #: ni lot #: ni. G2 - report source - foreign: event occurred in australia. The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. H6 - component code - proposed code is mechanical (g04) femur. Visual evaluation of a picture provided identified a distal femur implant still attached to the distal femoral bone that had been removed from the patient during a revision procedure. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.